Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the distal portion of the inserter broke off during procedure. Patient outcome: no further information was provided as to the patient outcome as a result of this event.